Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit is not turning on and screen is freezing is confirmed. The scanner power and logo icon lights up, but the display is blank. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per facility contact, unit is not turning on and screen is freezing; not letting them advance to next screen.